Manufacturer narrative:
Additional info: additional components potentially involved in the event include: common device name: common device name: scs lead, model: 3189, UDI:(B)(4), serial:(B)(6), batch:8100349.

Event description:
It was reported that the patient¿s left occipital lead was coming out of the skin. As such, surgical intervention took place wherein the lead was explanted to address the issue. Investigation was unable to determine which of the leads attributed to the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.